Event description:
The pt was admitted for a procedure in 2008 with a lesion in the mid right coronary artery. The lesion was de novo, slightly calcified and moderately tortuous with 90% stenosis. An intravascular ultrasound was conducted and a 3.5 x 15mm fire star balloon catheter was delivered to the lesion. While the balloon was being inflated, at 6 atm, the gauge of the inflation device creased and contrast medium leakage was observed. Therefore, the physician speculated that the balloon ruptured. A hiryu balloon was used instead and a vision bare metal stent was implanted. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.